Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. Corrections: g1 (first name, last name and email address), g4 (PMA/510(k). Additional information: g3 (date received by the manufacturer). Technical services completed 3 attempts in providing the sds of the extraction reagent to the customer but were not successful. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Based on the above summary the investigation is deemed complete. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a child placing reagent drops in mouth with the binaxnow covid-19 antigen self test. Per the consumer, the child did not experience any injuries or side effects.